Event description:
A pt service rep (psr) contacted zoll customer support to report that a (B)(6) male pt contacted her to report a service code 204. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (code 204) has been confirmed. Upon eval, the trunk cable was pulled from the distribution node (dn) which damaged the j702 connector (trunk cable connector) inside the dn. The cause of the code 204 is a disruption in communication between the electrode belt and monitor. The cause of the disruption in communication is the damaged j702 connector. The cause for the damaged j702 connector is excessive force placed on the trunk cable. The source of the excessive force cannot be positively determined. In addition, the pulse wire inside the cable connecting the dn to the front therapy electrode (te) was broken. The root cause for the broken pulse wire cannot be positively identified, but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and connector. The pt received a replacement electrode belt.